Manufacturer narrative:
The archive used in the procedure was evaluated by medtronic. It was found that though the tracer registration lacked points on the nose, the registration would have been suitable for the procedure. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site physician reported that, while in a transphenoidal pituitary tumor resection, an imprecision occurred resulting in contact with the carotid artery bleeding. The bleeding was controlled through reducing the blood pressure of the patient. The surgeon reported that the issue was with imprecision from the navigation system used in the procedure. The patient was reported to have been stabilized and that a possible stroke could occur. However, no known complications have been reported since the bleed of the carotid artery. The surgeon and a medtronic representative reported that improved registration methods were discussed to minimize the risk of imprecision. A second surgeon in the operating room (or) reported that there was no allegation of deficiency against the medtronic system and that they suspected the registration technique performed was insufficient. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.